Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
Analysis found that the insulation was crushed at 34 cm from the distal tip. Etfe insulation of the proximal cable was damaged at 33.4 cm from the distal tip. The insulation between the distal coil and proximal cables were also damaged, which could cause the reported noise and low impedance. The location and mode of the damage found is consistent with that produced by clavicle crush.

Event description:
It was reported that upon interrogation, 2 tachy episodes due to noise were observed on the ventricular channel. Noise was reproduced by raising the patient's arm. Decrease in impedances was also noted. During explant procedure, the physician noticed insulation damage and the lead was compressed by the clavicle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.